Event description:
On (B)(6) 2010, the pt reported that 1-2 weeks ago she noticed her infusion device was extremely noisy while bolusing. She stated the infusion device has not been dropped, there is no visible damage to the device or the piston rod, and no insulin has been spilled in the cartridge compartment. She is using the correct battery type and the battery was last changed 2 days ago. The battery cover was changed 1-2 weeks ago. No physiological effects were reported. The pt was advised to switch to the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.